Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced a hypoglycemia event of unclear cause while in the hospital after announcing multiple meals; the patient treated with fast-acting carbohydrates and discussed the incident with an agent, and no medical intervention was required. Symptoms included low blood glucose. Outcomes included transient impact to blood glucose without hospitalization or medical procedure. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction was identified based on available information, and the event was addressed through guidance on hypoglycemia recognition and treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.